Event description:
Nurse reported hospitalization due to high blood glucose. The current blood glucose reading is 115 mg/dl. Customer experienced abdominal pain, nausea and vomiting. The blood glucose reading at the time of the event was 621 mg/dl. The hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no alarm noted. However, alarm found in the alarm history file due to corrupted history file. The insulin pump received with scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.